Manufacturer narrative:
This report contains additional information to report number 1416980-2012-03980. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of the peritonitis event was associated with the pathogen pseudomonas oryzihabitans. It was not reported if the patient was hospitalized for the event. On the same day as the onset, the patient was treated with gentamicin (80 milligrams, frequency and route of administration not reported) for peritonitis. Three days later, the patient began treatment with ciprofloxacin (500 mg, twice a day and route of administration not reported) for peritonitis. Ten days later, the gentamicin therapy was discontinued and the patient recovered from the peritonitis event. On an unreported date, the ciprofloxacin therapy was discontinued. During the time of this event, pd therapy was ongoing. No additional information is available.